Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: drill bit (part #: 03.226.039, lot #: unknown, quantity: 1) . Unknown 4.5mm headless compression screw (part # unknown, lot # unknown, quantity 2). This complaint involves one (1) device only.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent open reduction internal fixation (orif) of the talus on (B)(6) 2020. The surgeon was using the headless compression screw system 4.5mm to fix the patient¿s talus. When the surgeon used the designated cannulated drill bit and began drilling over the 1.6x220mm guide wire, the wire sheared off inside the patient¿s talus. After the initial guide wire broke, the surgeon proceeded by using a drill without guide wire to create a hole for the screw. Surgeon then put the screw in free hand (with no guide wire). The decision was made to leave the wire in situ as it was buried and too difficult to remove. Procedure was completed with no delay. Patient was well and discharged as planned following surgery. This report is for a 1.6mm non-threaded guide wire trocar point 220mm. This is report 1 of 1 for (B)(4).